Manufacturer narrative:
The patient remained ongoing on vad support until an ideal donor was found and the patient was routinely transplanted on (B)(6) 2018. No device related issues were reported prior to the heart transplant. The explanted pump was returned to the manufacturer for analysis as a non-complaint product. The device analysis did not confirm the report of thrombus in the outflow graft. The outflow graft returned with the explanted device appeared free of kinks or damage. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to the low flow alarms observed in the submitted log files. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A correlation between the evaluation of the returned lvad and the reported event could not be determined.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2018-01399. This report is being submitted as additional information. Patient weight not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 11 months. Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of low flow alarms, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between the device and the reported events could not be conclusively established. The controller event log file captured intermittent low flow fault flags associated with the calculated flow transiently decreasing below the low flow threshold of 2.5 lpm. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the submitted data. Thromboembolism and lvad flow obstruction are listed in the instruction for use as potential risks and adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. This IFU also provides an explanation of all pump parameters, including pump flow, and explains that pump flow is a calculated value that is estimated based on pump power. In addition, this document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient reported dizziness and was seen in clinic with low flow alarms. The CT angiogram demonstrated new severe stenosis (>90%) of the outflow cannula due to thrombus (2mm residual luminal diameter), and new moderate stenosis (50-75%) of mid/proximal portion of outflow cannula; ejection fraction 18%, mitral valve annuloplasty and transthoracic echocardiogram was performed with the aortic valve opening 1:1. On (B)(6) 2018, the patient was given a heparin infusion. No further information was provided.